Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impaction handle broke during femoral impaction. The spring stayed in the sterile field whilst the end of the catch with the red knob on it flew across the room. Fortunately, the femur was fully seated and impacted so no delay was caused. No patient harm was caused.

Manufacturer narrative:
The complaint states just finishing a case where another d254401017, lot no nw151501 broke during femoral impaction. The spring stayed in the sterile field whilst the end of the catch with the red knob on it flew across the room. Fortunately the femur was fully seated and impacted so no delay was caused. No patient harm was caused. The investigation confirmed that the lever had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.